Event description:
Pt reported that the audible alarm on the device was no longer working. They attempted to restore the audible alarm by removing and reinserting the battery packs; however, the alarm still would not function. No error messages were reported. Blood glucose was not affected and no treatment was received.